Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient (who has intermittent heart block) presented with vibratory notifier issue. Attempt to demonstrate the notifier was unsuccessful. The patient was stable and will continue to be followed remotely.